Manufacturer narrative:
Based on the claim against the product by the customer noting a broken instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a plastic proximal breakage. The size of the missing piece was approximately 0.210¿ x 0.280¿. The complaint regarding a broken instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that the permanent cautery hook instrument began to not move appropriately while in the abdomen. The customer asked for the instrument to be replaced. Once removed, it was noted that the clear amber plastic at the wrist had cracked, and a piece was missing. The surgeon then examined the abdomen and found the missing piece of plastic. The instrument had been inspected prior to being placed into the abdomen and appeared to be intact. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.